Event description:
Same case as MFR report#: 2134265-2010-04790. It was reported that post a stenting treatment procedure, patient complications occurred. The lesion was located in an unspecified coronary artery. Two taxus express2 stents of unknown size were placed in the lesion. No patient complications were reported. One to two weeks post implant, the patient presented with "excruciating" joint pain and an inflammatory response. The patient was treated with steroids and the pain resolved after one week. No further patient complications were reported. Additional information was requested, but is not available.

Manufacturer narrative:
Device is combination product. If implanted, (B)(6) 2008. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).